Event description:
It has been reported to philips that the device would not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device would not turn on. Review of the system log file showed that nc has no output power. The fse replaced control power supply. After replacement of the control power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.